Manufacturer narrative:
(B)(4). Batch # m5598g. Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿the device dragged and misfired?¿ what was the appearance of the deployed staples (b-formation, malformed, staples missing from staple line)? Was there any issue with the cut line such as jagged, dull knife, irregular, tissue pushed during firing? Was bleeding observed? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion? Was a leak observed? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Dragged & misfired means device didn¿t work properly & tissue under jaw of device rapidly pushed out during firing which lead to tissue tear & malformed staple line. Deployed staple line was malformed. Tissue pushed during firing. Bleeding was observed during event but couldn¿t be measured in ml. Patient didn¿t require transfusion. Leak was not observed because the entire staple line was reinforced with suture. Product code was ecr60d. The analysis found that the long60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a "mgb" procedure, the device dragged and misfired on the second firing. Staple line needed to be sutures in order to avoid leak and ensure haemostasis. This stage is very crucial because surgeon has to perform gj at this site for gi track continuity. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.